Event description:
The product was used during a lap chole procedure. Reportedly, the clips would not advance properly. No pt injury was reported.

Manufacturer narrative:
12/30/1997-supplement report #1 submitted to FDA.